Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was returned to the galway product analysis lab loaded inside the delivery system. The valve was removed from the delivery system and forwarded to the (B)(6) product analysis lab. The valve was received inside a heart valve return kit filled with cloudy red 0.2% glutaraldehyde solution. All leaflets were slightly stiff yet flexible with signs of severe creases. As received, all leaflets were in a semi-closed position with a large gap between the free margins. All commissures were intact. The valve was discolored showing evidence of blood contact. The valve was in a partially crimped condition with severe creases and imprints found on the tissue. There was no evidence of damage on the frame. The valve was submerged in a warm saline bath. The valve maintained a compressed condition, possibly from being in the received crimped state for an unknown duration of time. Due to the condition of the valve, a deployment simulation could not be performed to assess the against the reported event. Conclusion: images were submitted to medtronic for review. Ten fluoroscopic cine loops of the valve load inspections, several pre-im plant balloon dilatations (pid) and deployments were provided for review of the event. The patient summary was not provided for anatomical review. Due to catheter motion, the valve load inspection cine loops could not be used for misload evaluation. During the first implant attempt, the valve frame appears under-expanded and, as reported, displays an infold in the inflow section towards the left coronary cusp (lcc) side. During the second pid with a larger balloon, despite full dilation, an indent remains visible in the balloon. During the second implant attempt with a new delivery catheter and loading system but using the same evolut¿ 34 mm, the infold reappears in the same position. According to the report, after this failed attempt, the team decided to implant an evolut¿ 29 mm. No cine loop from this part of the procedure were provided. Evolut¿ frame infolding can be caused by a variety of factors, including but not limited to crown overlap during loading, excessive leaflet, annulus and left ventricular outflow tract (lvot) calcification. As demonstrated by the indent visible in the second balloon, neither the first nor second pid may have been strong enough to create sufficient room in the heavily calcified anatomy for an evolut¿ 34 mm to fully expand. Looking at the above presented facts, it is very likely that the combination of a previously infolded valve and the reported heavy calcification of all leaflets and a raphe between the lcc and right coronary cusp (rcc) is the root-cause of the persistent frame under-expansion and valve infolding. The likelihood that a once formed infold will re-appear after using the same valve again is very high. The device history record and frame record were reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this event, it was reported that the patient had a type 1 bicuspid valve with heavy calcification of all leaflets and a raphe between the left coronary cusp (lcc) and right coronary cusp (rcc), which were likely contributing factors towards the infolding. Updated: d9, h3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID envpro-16; product type: 0195-heart valves; product ID l-envpro-16; product type: 0195-heart valves; product ID l-envpro-14; product type: 0195-heart valves; product ID envpro-14; product type: 0195-heart valves; product ID evolutr-29; product type: 0195-heart valves; product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this34 millimeter (mm) transcatheter bioprosthetic valve into a patient with a bicuspid valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 23 millimeter (mm) non-medtronic dilation balloon (true). No misload was identified during the loading process. At the position of the raphe, an infold of the 34 mm valve was observed after the first deployment. The 34 mm valve was recaptured once and was attempted to be deployed but the infold remained. The 34 mm valve was retrieved from the patient and the delivery catheter system (dcs) and compression loading system (cls) were exchanged. The 34 mm valve was loaded onto a new dcs and another pre-implant bav was performed with a 25 mm non-medtronic dilation balloon (true). Another infolding of the 34 mm valve was observed during positioning. The physicians decided to downsize to a 29 mm valve. During the implant of the 29 mm valve, the valve was under expanded and the physician's decided to abort the procedure. Of note, th e patient had a type 1 bicuspid valve with heavy calcification of all leaflets and a raphe between the left coronary cusp (lcc) and right coronary cusp (rcc). No adverse patient effects were reported.